Event description:
Bss was used in dilution of kenalog 40 for use intraocularly. A cluster of endophthalmitis occurred with pt. Cultures showing strept mitis. Kenalog bottle cultured negative. Syringe used to dilute was positive for strept mitis. Positive culture on 60ml syringe (sterile) from same lot, also strpt mitis.